Event description:
It was reported the device entered backup vvi (bvvi) mode which resulted in a loss of defibrillation therapy. No intervention was performed at this time. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: please retract this report 2017865-2024-40631, the same issue was previously reported as 2017865-2024-40673.